Event description:
It was reported that the patient was seen for a follow up visit and the device presented at the elective replacement indicator (eri). However, when the device was interrogated it was noted that there had been a power on reset (por) and the device was not at eri. The patient claims to have had x-rays within the past 3 months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por (B)(6) 2011 in location "0f 4c." Device should be able to recover from the event and continue normal function. Battery voltage - no anomalies found. Battery voltage 2.95v as of (B)(6) 2012.